Event description:
According to the information received from the implant center, the patient was seen in 2001. At that time, it was discovered that patient was experiencing skin breakdown and extreme protrusion of the implant. Revision surgery took place on the next month. On the following month after revision, patient was reimplanted on contralateral side with another clarion device.